Event description:
During the implant procedure, the screw would not deploy with the easyturn stylet. The lead did extend when it was tested outside the body. However, another isoline lead was implanted instead.

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica crm (dated 10/29/2009), sorin is filing this MDR at this time. Conclusion: the analysis concludes that the lead conforms to all mechanical and electrical specifications, and specifically, the function of the screw mechanism conforms to established specifications utilizing a new easyturn stylet. The dysfunction, as described by the physician was confirmed to have been caused by the abnormal curvature applied to the stylets in this case. The first returned stylet was kinked sufficiently enough to disallow transmittal of the butterfly rotation to the blade of the stylet. The second stylet was kinked enough to alter the rotations necessary to retract the fixation screw.